Manufacturer narrative:
The catalog number identified in section has not been cleared in the us, but is similar to the fluency plus endovascular stent graft that is cleared in the us. The 510 k number and pro code for the fluency plus endovascular stent graft are identified.  Manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. This is the only event reported to date for this lot number and failure mode. Investigation summary: based on the investigation of the returned sample the reported deployment failure could be confirmed. The outer sheath was found elongated and fractured which indicated that high friction was present leading to high released force when the deployment failure occurred. Therefore, as a result of the investigation performed the complaint is confirmed. However, based on the information available and the evaluation of the returned sample, a definite root cause for the reported event could not be determined. Labeling review: in reviewing the current labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding preparation of the device the IFU states that "prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment." Regarding the anatomy of the placement site the IFU states: "prior to stent graft deployment (...), ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy." Expiration date: 09/2020.

Event description:
It was reported that during a stent graft deployment procedure, the stent graft allegedly failed to deploy. Reportedly, the stent graft delivery system was removed from the patient without issues. There was no reported patient injury.